Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect user interface module (uim) for an evaluation . The device trained biomed identified the model type of display as an end of life user interface module (uim) therefore, vyaire does not anticipate a hardware return for an evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator device. The customer stated no known reported patient involvement with this event.